Manufacturer narrative:
(B)(4). Batch # r93e4w. Investigation summary: the analysis results found that the device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an colectomy, the doctor was using a harmonic harh36 and he said that he was on the ima and he used it according to specs, he has used the device before. He attempted to seal the ima and it did not seal. The device did not do it's job. Tried to secure the ima, the ima began to bleed. Two hundred ccs of blood were lost. The doctor then went to dissect the sma and burnt through the pad. He clipped that one before he tried to seal it and there was minimal blood loss. Case completed, vessels were done being sealed devices weren't needed anymore, case completed with bipolar or mono-polar devices. There were no patient consequences reported.